Event description:
Caller reported a malfunction on the pump, customer¿s blood glucose (bg) level exceeded 600 mg/dl. There was no notable event prior to the malfunction, and the customer did not take any action to address the high blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and instructed them to call back if the malfunction code recurred. Customer acknowledged the instructions and continued to use the pump.